Manufacturer narrative:
Product analysis: the valve was discarded therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five hours after the implant of this transcatheter bioprosthetic pulmonary valve (tbpv), an echocardiogram was performed which revealed the valve had migrated into the right ventricle (rv). The valve was stable but had moved to the mid-right ventricle (rv) cavity. Premature ventricular contractions (pvc) and a short run of ventricular tachycardia also occurred. Per the physician, it was suspected the ectopy was due to the valve migration that irritated the right ventricle (rv) myocardium. It was also reported the patient had been prescribed a beta blocker prior to the ectopy and valve migration. The valve had been implanted at the target depth, however, there was a very large and pulsatile right ventricular outflow tract (rvot) without an obvious ¿choke-point¿ with which to secure the valve in location. One day following the valve implant, the tbpv was explanted and replaced with a 20 mm stented bioprosthetic valve. No additional adverse patient effects were reported.